Event description:
It was reported the catheter became "entrapped" in the pt's heart. The physician "pulled hard" to remove the catheter and it collapsed on itself and the poles of the catheter slid together. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned catheter revealed electrode band #4 had shifted from its original position toward the position of electrode band #3. The catheter diameter was verified using the (B)(4) catheter scale to be a 6f catheter. Functional testing verified the catheter created a curve that matched the template requirements and that steering force to create a curve was within specification. Further investigation revealed electrode band #4 disconnected from the conductor wire and shifted toward the position of electrode band #3. The investigation results are consistent with the reported event of force being required to remove the catheter. Why the catheter became "entrapped" is unk.